Event description:
It was reported that a spectrum pump constantly displayed the downstream occlusion message. Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
MFR ref no: (B)(4). Baxter rec'd and evaluated the device. It was found out of spec with respect to constant downstream occlusion alarms, which were not reproduced. Downstream occlusion alarms were confirmed through a review of the event history log. The current reading of the downstream sensor was found out of spec (high). The device was calibrated to ensure proper occlusion detection.